Manufacturer narrative:
Dtba1d1 ICD crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial fibrillation (af) with rapid ventricular response as a ventricular tachycardia (vt) episode. The device remains in use. It was further reported that the right atrial (ra) lead had undersensing that appeared to affect detection and termination of atrial tachycardia/ atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.